Event description:
The patient's spouse called lifescan on behalf of the patient and alleged the one touch basic original meter was displaying cta (clean test area). It had last worked 2 months before. The medical affairs specialist contacted the spouse with a spanish interpretor, to confirm the information. The doctor monitored patient's blood glucose and was aware the patient's meter was not working. The patient continued their oral medications. On 05/04 the patient began sweting, mumbling,felt faint and within 25 minutes the ambulance had been called and arrived. The reporter stated the ambulance reading was "very low, <0", the patient was admitted for the night, treated with intravenous glucose. The customer care represnetative performed troubleshooting and the cta issue was not resolved. Based on the information obtained from the reporter, the patient had readings, symptoms, and treatment for hypoglycemia. No attempt had been made to use the meter. Patient and physician were aware the patient had no means of testing, therefore there is no indication the product contributed or caused the event. The event is reported as a product malfunction since issue could not be resolved. The meter was replaced and return expected.